Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (b)(46) 2016; 4193-88 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out of range impedance in the pace/sense lead as well as the high voltage coils. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. It was further reported that the left ventricular (lv) lead has increasing thresholds. The lead was revised and the physician did not see any issue that would warrant a replacement. The lead remains in use. No patient complications have been reported as a result of this event.